Event description:
A baxter sales representative reported to baxter corporate product surveillance an unknown amount of pediatric extension sets in which a no flow occurred at the distal luer. According to the report, the facility connected the extension set to a hospira clave (product (B)(4)) when the no flow occurred. The event occurred in the pre-op department. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Three actual samples were returned for evaluation. A visual inspection was performed and revealed that two of the sets had a foreign part being inserted into the distal luer. A functional test was performed on all three of the sets. The two sets which had foreign material in the luer did not pass the clear passage test. The one without the foreign material was connected to an extension set with solution. The set was primed and allowed the solution to flow. The reported condition was not confirmed in that set. The reported condition was confirmed in the two luers with foreign material. The root cause was not determined.